Event description:
It was reported patient with left radial arterial line that "snapped when he turned". The break occurred at the end of the arterial line tubing where it connects to the catheter. Patient noticied it immediately and called for help before the monitor alarmed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient with left radial arterial line that "snapped when he turned". The break occurred at the end of the arterial line tubing where it connects to the catheter. Patient noticed it immediately and called for help before the monitor alarmed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one tubing component from the anchoring devise. Signs of use in the form of biological material were observed. Visual analysis revealed that the tubing was severed at the distal hub. Microscopic examination confirmed the separation. The tubing was able to be re-inserted back into the hub; however, the connection was not secure and was able to be easily disconnected. Manufacturing has been previously contacted for failure modes of this type. They confirmed that this is a supplier defect. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. Several findings were identified. Non-conformances were initiated to address the issue of tubing torn/separated. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a separated/torn tubing was confirmed through complaint investigation. Visual analysis revealed that the tubing extrusion and detached from the distal hub. Past confirmation from the purchasing facility confirmed that this is a supplier defect. Therefore, a non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported patient with left radial arterial line that "snapped when he turned". The break occurred at the end of the arterial line tubing where it connects to the catheter. Patient noticed it immediately and called for help before the monitor alarmed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**.